Event description:
The customer observed lower than expected results from two different patient samples using vitros amon microslides on a vitros 5,1 fs chemistry system , compared to results obtained from the same samples processed using vitros amon slides on a vitros 350 chemistry system. Patient sample 3: 455.0 umol/l vs. The expected result of 572.2 umol/l. Patient sample 11: 130.1 umol/l vs. The expected result of 166.8 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected results were not reported outside of the laboratory and there was no allegation of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros amon results were obtained from two different patient samples using vitros chemistry products amon microslides on a vitros 5,1 fs chemistry system, when compared to results obtained from the same samples processed using vitros amon slides on a vitros 350 chemistry system. The assignable cause of the investigation is unknown. However, an instrument issue with the vitros 5,1 fs chemistry system or a reagent issue with vitros amon lot in use at the time of the event cannot be ruled out as potential contributing factors. A fixed bias in vitros amon accuracy was observed between the two instruments at the time of the event, which is considered a contributing factor for the overall biases observed. However, non-reproducible vitros amon performance also contributed to the magnitude of bias observed as results of precision testing demonstrated atypical within-run performance on the vitros 5,1 fs chemistry system. Service actions were complete, however vitros amon within-run performance remained atypical on the vitros 5,1 fs chemistry system. An alternate vitros amon reagent lot was put into use, and acceptable within-run performance was achieved without any additional changes to the instrument.